Manufacturer narrative:
The complaint product was not analyzed since it was discarded at the hospital. However, we investigated manufacuturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found and no similar event has been reported with this lot number globally so far. Since shock occurred during treatment using the device, it was determined that the causal relationship "cannot be denied." The physician determined this event as "non-serious injury", but we determined this event as "serious injury" since the patient's heart rate decreased and shock occurred. Shock is not written in the IFU but it is described regarding allergy as " e. Precautions 17. The following patients must be constantly monitored by a physician during treatment with the plasmaflo¿ op-05w(a). ?e patients with a history of allergic anamnesis or hypersensitive reaction, and patients in whom such reactions may be expected to occur. ?e patients with heightened immune function due to inflammation, allergic, or hypersensitive reaction, or infectious disease, etc." We will continue to monitor the occurrence of similar events carefully.

Event description:
This incident occurred when dfpp (double filtration plasmapheresis) treatment was performed on a patient in china. Plasmaflo is identical model to op-05w(a) marketed in us. About an hour after the start of treatment, the patient developed shock due to an allergy and his heart rate decreased, and then the treatment was stopped. An anti-allergy drug was immediately administered and the patient recovered.